Event description:
A report was received that the patient's precision system was explanted due to pocket infection. The patient was taking antibiotics prior to the culture tests for unrelated reasons, therefore, the results showed negative. The patient was reportedly doing well after the explant.

Manufacturer narrative:
The explanted devices will not be returned to bsn for evaluation.